Manufacturer narrative:
A ge representative evaluated the system and replaced the tgi and collimator interface boards. System operates as intended. (B) (4).

Event description:
The customer reported the images are inverted and the generator will not boot up. No pt injury was reported.